Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she had been experiencing high blood glucose and wasn't sure what was causing them. Customer stated he had treated for his blood glucose of 282 mg/dl, and it lowered some but not the blood glucose on the device. Current blood glucose was 336 mg/dl, treated with manual injection. Troubleshooting was performed on the insulin pump. During the high pressure test the device alarmed motor error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.